Manufacturer narrative:
We have contacted the initial reporter to request additional info and return of the sample for eval. This MDR includes all info received to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt was reported to have lost approximately 500 cc of blood resulting in an ER visit and stat hemoglobin. Currently, it is reported the sample is available for eval however it has not been returned yet. We will submit a supplemental report when the sample is received and the eval is complete.

Event description:
The clinic mgr reported that blood was noticed leaking from the tubing set during treatment. Per a user submitted medwatch # 1346577418-2013-0001: blood loss greater than 500ml resulting in the pt being sent to the ER. The rn responded to machine alarm for the pt. All needle connections and blood lines were secure and tight. Blood appeared to be coming from the tubing lines near the largest venous bloodline tubing clamp. All lines were planed and pump was stopped. Pts blood pressure 73/56, pulse 117 and regular. A 400cc ns was given for blood pressure support. Pt denied discomfort. No sample available.